Manufacturer narrative:
The hill-rom technician found the siderail spacer and screw had fallen off. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the spacer and screw to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report a hill-rom technician stating the siderail wouldn't latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).